Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had a complication and they removed the device. This was also noted as the patient having a problem with the battery and that it didn¿t work. The patient reported that the battery pack was eating up her back and this was clarified to mean that she was in so much pain. This second implantable neurostimulator was a dud and there was pain from the battery pack starting in 2017. The health care provider could not remove the leads as there would have been more harm done that way. The patient has had continued pain in the back since the battery was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2018-jan-19. The patient stated that about 2 weeks ago they had them remove the battery pack because it was very painful and the manufacture representative (rep) told them that they could not guarantee that another one could be just as bad. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved. The device was removed, and it was dead. The device was replaced, and it was checked over. The patient said "they" agreed that it wasn't working hardly at all. A manufacturer representative told the patient if they didn't turn it on it would last longer. The battery pack was really hurting the patient's back. The patient said they were in a lot of pain from it. The patient let it go for a month or so. The rep said the battery could be replaced but couldn't be sure it would be any better than the one that the patient already had. The patient made an appointment on (B)(6), 2018 to remove the battery. The patient couldn't stand to wear slacks because of the pressure on the ins was that bad. About a week later the patient went in to remove the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was having problems. The patient had a stabbing/shooting pain at the implantable neurostimulator site which started occurring in (B)(6) 2017, about a week prior to the report. The pain was radiating from the pocket across the small of the patient¿s back. The patient was instructed to turn the device/stimulation off on (B)(6) 2017. Additional information received on (B)(6) 2017 indicated that the patient has always had some pain at the implantable neurostimulator site since implant. On (B)(6) 2017, the patient met with the manufacturer representative. There was an elective replacement indicator message seen, and it was reviewed that the devices is still on and providing therapy. The patient¿s programmed settings were group a: 450 microseconds, 6 volts, 2 anodes and 2 cathodes on each program with program 1 have group impedances of 380 ohms and program 2 having group impedances of 381 ohms. A longevity calculation estimated about 4 months of usage, which is about consistent with the time that the patient has been implanted. The patient doesn¿t use their patient programmer very often, so it¿s unclear how long they have been at the elective replacement indicator. The implantable neurostimulator was at 2.99 volts which seemed artificially high. The manufacturer representative was going to try to reduce settings to reduce demand on the implantable neurostimulator, and the patient was going to discuss with the health care provider the need to replace the implantable neurostimulator soon. Additional information received on 2017-09-29 reported that the patient got her new battery put in, and ¿unfortunately it was a very weak battery.¿ she kept having problems with it. The patient called ¿them,¿ and ¿they¿ checked it and told her that the battery was¿almost dead¿ about 3 months prior (about (B)(6) 2017). The manufacturer representative said that the battery was very low. The patient was told that if she didn¿t turn it on and use it, that it would last longer. As of (B)(6) 2017, the battery was not working, and the thing is turned off. The patient said that she now has to have a new battery. It was reported that the patient¿s battery pack in her back is ¿killing her¿ because it hurts all the time, and when she is at home she wears a robe because anything else like panties or slacks puts so much pressure. It¿s been like this ¿since this nonsense with the battery.¿ the patient now has pain at the implantable neurostimulator site which is ¿terrible.¿ she lost 30 pounds and the implant is so big that she can feel the implant when she puts her hand on her back. It practically protrudes right out of the skin. She is having more pain from that than she ever did from her legs (which was the reason that she got the device.) The patient said that she would hate to take the stimulator out, but she can¿t handle the pain anymore. The patient has a lot of back problems. The battery pack is causing a lot of back problems just above the hip. The patient thought that some of it was from before she got the device. She had asked her health care provider if he could change stimulation so that some of the stimulation goes up on her back, but he told her that it was working so good that he didn¿t want to change it. The health care provider had told the patient when she was getting the new implant put in that they didn¿t have any place to put it and that they couldn¿t move it, but when they implanted her with the new implantable neurostimulator, they did move it a little bit, but not enough. The patient noted that if she got a new implantable neurostimulator, that she would tell them to move it up on her back. The patient reported that she has an appointment with her leg doctor so that he can take care of her ¿leg problems.¿ the patient had leg problems prior to the device (for about 10 years) and this was the reason that she got the stimulator. The patient was unsure when she would meet with her health care provider regarding the pain at the implantable neurostimulator site, back problems, and issues with the battery. There were no further complications reported.